Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging the battery. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. A getinge field service engineer (fse) states that they found transport unit was pulled out of the cardiosave cart. If the transport is pulled out, the unit will not be able to charge. Pushed in the transport, and the unit stated charging the batteries. Safety, and functionality checks completed per the service manual and passed to factory specifcations. Returned for clinical service upon completion.